Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's father stated that the insulin pump was displaying forty-five units of insulin remaining when the reservoir was empty. The customer's father also stated that the insulin pump had not alarmed low reservoir. Troubleshooting was performed and the insulin pump passed the self test. The alarm history was checked and it was found that no alarms had occurred. Nothing further was reported.